Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('small fragment like the one you're experiencing') and device dislocation ('coils that migrate through organs and in the free space of the body') in a female patient who had essure inserted for female sterilisation. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant) and device dislocation (seriousness criterion medically significant). At the time of the report, the device breakage and device dislocation outcome was unknown. The reporter considered device breakage and device dislocation to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported from social media : device breakage and device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('small fragment like the one you're experiencing') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant) and device dislocation ("coils that migrate through organs and in the free space of the body"). At the time of the report, the device breakage and device dislocation outcome was unknown. The reporter considered device breakage and device dislocation to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported from social media : device breakage and device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.